Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to spinal cord stimulator malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm model #: sc-3138-25, serial/lot #: (B)(6), description: scs phiii ext 25cm.

Event description:
A report was received that the patient underwent an explant procedure due to spinal cord stimulator malfunction.